Manufacturer narrative:
(B)(4). The product was not returned for evaluation and the lot number is unknown therefore an investigation could not be performed. If additional information is received a follow-up report will be submitted.

Event description:
The physician reported that during a superdimension procedure the patient had a potential complication. He reported that the edge sensor catheter (esc) may have potentially caused a cavitation next to the lesion. The patient was reported as ok following the procedure. One day following the procedure the patient experienced a copd exacerbation and was hospitalized for seven days. It is unknown if this exacerbation was related to the superdimension procedure.